Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Patient claimed that after experiencing a sensor failure error, they removed the sensor pod and the sensor wire was not present nor was it protruding from the patient's skin. Patient stated they also inspected the applicator and did not see the sensor wire. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found the sensor wire missing from the housing puck. The reported event of a missing sensor wire was confirmed.